Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter the guidewire was still inserted through the catheter. They first visually inspected the catheter and noted tissue that was trapped between the guidewire lumen and the guidewire. Next, they functionally tested the catheter by attempting to advance and withdraw the guidewire through the device, but they were unable to do so. They were able to deploy and undeployed the array of the catheter, even with the guidewire stuck in place. Based on all the available information boston scientific confirmed the allegation of the stuck guidewire, the cause was determined to be an unintended use error based on the presence of tissue within the device, as the instructions warn the user to use caution when manipulating the system or guidewire to avoid tissue or vessel damage. This kind of tissue damage is a known inherent risk of use of the catheter. The instructions for use of the farawave catheter states: "potential adverse events associated with use of the farawave catheter includes but are not limited to: injury related to tissue damage and/or adjacent structures."

Event description:
It was reported during a pulse field ablation (pfa) procedure using a farawave pfa catheter the guidewire became stuck during use. After two ablations the guidewire became stuck in the catheter. When the guidewire and catheter were removed tissue was observed at the tip of the catheter. The devices were replaced, and the procedure was completed with no further complications. No interventions were required for the tissue that was observed at the tip of the catheter. The catheter has been received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported during a pulse field ablation (pfa) procedure using a farawave pfa catheter the guidewire became stuck during use. After two ablations the guidewire became stuck in the catheter. When the guidewire and catheter were removed tissue was observed at the tip of the catheter. The devices were replaced, and the procedure was completed with no further complications. No interventions were required for the tissue that was observed at the tip of the catheter. The catheter is expected to be returned for analysis.